Event description:
Revision total hip accolade tmzf. Head disassociated from stem in patient. Surgeon pulled stryker components out and replaced with another vendor.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Revision total hip accolade tmzf. Head disassociated from stem in patient. Surgeon pulled stryker components out and replaced with another vendor.